Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer, the procedure took place on the (B)(6) 2012. The pt was not injured following the procedure.